Event description:
Event description cpi received information that this transvenous defibrillation lead was explanted because of a lead fracture. During the invasive porcedure to explant the lead, the physician elected to remove the implantable cardioverter defibrillator (ICD) from service.